Event description:
It was reported that a spectrum infusion pump alarmed door not fully latched. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and evaluation was performed. The evaluation confirmed the reported symptom door not fully latched alarms through a review of the history log, but did not reproduce it. The evaluation found that the upper link switch was failing, which is a known contributor to the reported symptom. The upper auxiliary assembly, which contains the failed link switch, was replaced.